Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on 07/17/2016 to report the receiver repeatedly turns on and off by itself on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.